Manufacturer narrative:
Updated information: b5 narrative updated; d4 catalog number updated; h6 impact code f02 added.

Event description:
Clinical assessment: a 70 year old male presented with an infarct-related ventricular septal defect. The patient received an impella cp despite the fact that a ventricular septal defect presents a contraindication for placement according to the instructions for use. As the patient continued to become more unstable, a decision for a pump replacement was made and the pump was exchanged for a second impella cp. Shortly after placement, the patient was sedated and intubated leading to progressive hemodynamic instability. Additionally, impella was pulled back 3 cm and flows increased but were still unable to flow past p 6. Impella measured 4.1 in the left ventricle. Unsure if flows are due to anatomy or position. Physician was unwilling to pull the impella back any further. Due to the poor prognosis of the underlying disease, care was withdrawn after 6 days of support and the patient expired. Death was most likely to be caused by the underlying disease but will be conservatively coded to the impella cp.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 70 year old male patient in whom a second impella cp device was implanted after removal of an initial device due to clinical instability. The replacement procedure was performed without incident. The device was initially positioned deep in the left ventricle, and support was limited to p4 during sedation and paralysis for sheath removal. After peel-away sheath removal, the insertion site was clean, dry, and intact. The device was repositioned by approximately 3 cm, resulting in improved flows; however, support could not be increased beyond p6. The device position measured 4.1 cm within the left ventricle, and no further repositioning was performed. This complaint pertains to the second catheter. No additional information was provided.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: clinical reported impella was initially deep, but impella was pulled back 3cm and flows increased but still unable to flow past p6. Impella measured 4.1 in the left ventricle (lv). Unsure if flows are due to anatomy or position. The cause of the issue was not established as no logs or product were returned for analysis. Device history review: the pump passed all the post sterile inspection checks.